Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Manufacturer narrative:
The complaint device has been received and evaluated. Visual observation reveals no anomalies with the device that would cause metal shaving as reported. The device was examined under magnification, and no damage or scratches were observed with the device. Therefore, this complaint cannot be confirmed. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot of 56 devices that were released to distribution. We cannot discern a root cause for this failure. Based on the overall complaint rate for this failure, at this point in time, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported metal shavings while the surgeon used his slotted fishmouth gryphon proknot drill guide during a shoulder procedure. The surgeon was able to flush out all metal shavings and was finished using the device at that point and was able to complete the procedure with no patient consequences. There was a 5 minute delay. The device is coming back for evaluation. No further details were available.

Event description:
The sales rep reported metal shavings while the surgeon used his slotted fishmouth gryphon proknot drill guide during a shoulder procedure. The surgeon was able to flush out all metal shavings and was finished using the device at that point and was able to complete the procedure with no patient consequences. There was a 5 minute delay. The device is coming back for evaluation. No further details were available.